Manufacturer narrative:
D10: 01-010-16-4195 - mono rev stem std 16x195: (B)(6). 170-40-00 - biolox delta femoral 40mm od, +0mm: (B)(6). Competitor acetabular cup. Competitor acetabular liner. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a right total hip arthroplasty. Subsequently, the patient experienced instability and dissatisfaction with their hip replacement. As a result, the patient underwent a right hip revision approximately 5 years after initial implantation. No further patient impact reported. No further information available.